Manufacturer narrative:
Investigation is currently underway.

Event description:
It was reported by service report that the cot frame is bent. One wheel is 1" off the ground. No pt involvement or adverse consequences are reported.